Event description:
It was reported by the patient that she had a removal of two morton's neuromas and a bunion on (B)(6) 2012 and suture was used. On (B)(6) 2012, she noticed white bumps and scar tissue. Also, the wound appeared to have opened. The surgeon removed the knots that were coming through the skin. She was prescribed antibiotics and hydrocodone for the pain. She is experiencing constant pain and pressure. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: narrative - the patient had an austin kalish style bunionectomy of the right foot, single screw fixation, excising of neuroma 2nd and 3rd interspaces of the right foot, and repair of joint capsule tear number 4 mtpj of the right foot.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.